Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that both forceps inserts broke off before the trocar was inserted. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-00170.

Manufacturer narrative:
Result of investigation: the cause of the complaint is not attributable to a production error, as the affected items originate from different production years and there are no comparable complaints. The damage identified (breaks, missing pins, deformations) and the external labeling indicate improper handling and unauthorized repairs by the customer. Responsibility: user/customer. The event is filed under internal karl storz complaint ID: (B)(4).